Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv4903 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there were creases with two guide wires. No other information was provided. This report addresses the second guidewire.